Manufacturer narrative:
Concomitant medical products: model: 693558, lead; implanted: (B)(6) 2010.this device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that previous right ventricular (rv) lead that had been partially capped, but the high voltage superior vena cava (svc) defibrillation coil was still being utilized as part of the shock vector was part of the lead-to-lead interaction. Additionally, it was noted there was high/undefined svc coil impedance. That lead has now been extracted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. Fidelis proximal ring rust/corrosion/green in bi/trifurcation was noted. If information is provided in the future, a supplemental report will be issued.